Event description:
It was reported from surgery that after a procedure it was noticed that there was a tear in the liner for the ors warmer. Not sure when the tear occurred but this has the potential of causing contaminated fluids to be used during a case. No sharp objects were placed in the liner except a blunt needle and syringe to draw up fluid. The concern is that there could be more occurrences of contaminated fluid used during a case when the tears are not detectable until after a case is finished and the room is being broken down. After further eval we are reporting this to medwatch system as a pt safety concern. Our operating room director is going to be contacting the company to see whether more durable liners are available. The pt in this particular case did receive antibiotics prophylactically prior to the case and has had no subsequently admissions. The liner used in this case has ben sequestered to pt safety/risk mgmt.